Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with heart failure symptoms. The patient's medications were adjusted. Additionally, increased right atrial (ra) pacing thresholds and ra undersensing were observed. The system was reprogrammed and remains in service. No additional adverse patient effects were reported.